Event description:
As reported (B)(6) 2015 a (B)(6) year old, female pt underwent a PICC replacement post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The pt suffered no harm or injury due to the event. It was reported the disposable device has been returned to the MFR for eval.

Manufacturer narrative:
Returned for eval was a 4f single lumen PICC. When physically manipulating the extension leg the hub is not fully adhered. The customer's reported complaint description is confirmed. The root cause for the reported defect cannot be determined. A review of the angiodynamics complaint sys noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).